Event description:
The facility representative contacted baxter to report an infusor in which there was a no flow that occurred during filling. The device was filled with 5% glucose. Force priming was attempted. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of no flow was confirmed. Examination of the tubing and the bladder showed no signs of blockage. Device's cap was removed and flow was not readily observed at the flow restrictor despite attempts of forced prime. The assignable cause could not be determined. Additional: a batch review has been performed ant there were no exceptions noted during the manufacturing of this device.